Manufacturer narrative:
Zimmer biomet complaint (B)(4). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2015-01159.

Event description:
It was reported that a patient enrolled in a clinical study underwent total knee arthroplasty on left side on and right side. Subsequently, patient underwent manipulation of the left knee due to arthrofibrosis. Patient underwent a left revision due to instability and aseptic loosening of the tibial components which were removed and replaced.